Event description:
Early 50¿s male with acute appendicitis. Procedure: laparoscopic appendectomy converted to open. The ethicon stapler would not fire. Another device used. No known harm to patient that was discharged the next day. ====================== manufacturer response for staple, implantable, proximate (per site reporter). ====================== will obtain.